Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during transport to the cath lab with 4 unspecified drips infusing, the pcu shut down and the patient required unspecified intervention. No other details were provided.